Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The pt was temporarily disconnected from treatment. Air was removed and some blood discarded, resulting in an estimated blood loss of 50cc. The pt was reconnected and resumed treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood. The cycler alarm appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the sys when making pt connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.